Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023, due to performance decrement and loss of connection to the internal device. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 06, 2023.